Event description:
It was reported that the pt experienced a problems with recharging. The pt had been attempting to recharge for two weeks but could not get coupling bars. The pt reported that they will see eight coupling bars but that the bars only last for one minute and then disappear. The battery of the implantable neurostimulator was getting very low and the pt turned off their stimulator to save the battery. Several attempts to communicate with the pt to evaluate the issue were made by the company rep to which the pt did not respond. The pt also missed a scheduled appointment with the company rep and the physician. The pt had an x-ray. It was indicated that the implantable neurostimulator may be tilted or may have slipped in the pocket. At the time of the x-ray, the pt did not complain/comment on any recharging issues. As a troubleshooting attempt to correct the communication difficulties, the pt added a spacer to their recharging belt, turned the antenna dial, and repositioned the antenna head - all which did not improve coupling. It was also indicated that the pt was attempting recharging with fully charged implantable neurostimulator recharger and that no error codes had been noted. Additional info has been requested from the hcp, but was not available as of the date of this report.